Event description:
A physician questioned (at the pt's request) a total b-hcg result that was run on an imx analyzer. An initial pt sample run in 2005 resulted as 9924 miu/ml. A sonogram performed in parallel was negative and a d&c was schedule. Controls run with the pt sample were within assay package insert ranges. After the result was questioned, the same sample was re-tested the following day and the result was 25,568 miu/ml. Controls were within specifications. The pt had a second blood sample collected on the following day for repeat testing. This sample had a total b-hcg result of 31,970 miu/ml. A repeat sonogram confirmed pregnancy. Both pt samples were sent to an outside lab for comparative result testing. Sample #1 =22,100 miu/ml. Sample #2= 24,600 miu/ml (reference methodology not provided). The d&c was cancelled. Customer support reviewed with the customer the instrument maintenance, specimen colletion, assay setup, checking for fibrin or bubbles in specimen and reagent and preanalytical preparation that appeared to be within the guidelines established by the operations manual and the assay package insert. The customer requested field service to verify instrument operation. There is no impact to pt management reported.